Event description:
An lcp distal radius plate volar implanted during an orif right distal radius broke postoperatively. Patient complained of pain and follow up visit x-rays revealed a broken plate. The plate and eight (8) screws were removed and patient was revised to another plate.

Manufacturer narrative:
Reported implant date is 2008. No investigation could be performed, no conclusion could be drawn as no device was returned.